Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the right ventricular lead exhibited threshold 0.625 v at 0.4 ms with autocapture. The lead was explanted.